Event description:
It was reported the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) but the patient reported being dissatisfied with the length of time the device lasted. Early battery depletion is alleged. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. The device met 68% of the expected longevity. Concomitant medical products: 6947, implantable defibrillation lead: implanted (B)(6) 2008. (B)(4).